Event description:
The user facility reported during a left heart catheterization (lhc) from right common femoral artery (cfa) access closure was attempted over a table j wire, but the dilator of the angio-seal was very flimsy and almost broke. Manual pressure was applied for hemostasis. A cfa angiogram was performed. The patient was in stable condition. The procedure outcome was completed. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has beren returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned to for evaluation. The returned sample included only an unopened carrier tube. The dilator/hemostasis sheath was not received. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).